Event description:
It was reported that the device reached its elective replacement indicator too soon. The device was explanted. No patient complications have been reported as a result of this event.